Event description:
It was reported that the patient underwent a revision surgery because the reservoir of this inflatable penile prosthesis (ipp) herniated ectopic under fascia in the abdomen region from where it was originally implanted in the space of retzius. The component was removed and replaced. There were no patient complications reported.